Event description:
Pump declared altitude alarm 21, which was reported by customer. There was no adverse impact to the customer's blood glucose level. Customer's insulin was initially suspended, but following instructions from technical support, speaker holes were cleaned, and current cartridge was reconnected. After waiting a few minutes, insulin delivery resumed, and no further alarms occurred. Pump returned to normal operation, and customer received tips to prevent future altitude alarms.